Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was in thigh. The blood glucose level was high (specific value unknown), and the patient treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set, and resumed insulin delivery successfully. No further information available.